Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the returned device data have been analyzed and the clinical observation was confirmed. The analysis revealed that the eri status of the device was caused by an inconsistency of charge consumption and battery voltage. Based on the information available for analysis, the root cause of this observation could not be determined. For further insights, an analysis of the device itself would be essential. In conclusion, the device was not returned for analysis. The analysis of the returned device data revealed that the clinical observation resulted from an inconsistency of charge consumption and battery voltage. However, the root cause could not be determined based on the available information. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This device is at eri, but in (B)(6), there was 50% left on the battery. This device remains implanted.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, 21 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.in a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was subjected to a thorough analysis. During the analysis no anomalies were found. In particular the current consumption of the electronic module was directly measured and was normal and as expected throughout all measurements. There was no indication of a malfunction of the electronic module. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The following inspection of the battery did not reveal any signs of damage. There was no indication of a battery failure.